Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged an unresponsive keypad issue post water exposure. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: visual inspection revealed moisture under the display lens. The keypad cover was intact and all buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint of unresponsive keypad buttons could not be duplicated on investigation. The pump cover was removed and there was evidence of moisture damage found on the display flex and the keypad flex connector. Unrelated to the original complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).